Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What product of dermabond was used? Product code and lot number? Are any photos of the patient reaction available? It was noted that bactrim ds and clobetasol propionate were prescribed. Was any other medical or surgical interventions performed? Please describe how the adhesive was applied. What prep was used prior to, during or after unkdermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the current status of the patient? No product will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2021 and topical skin adhesive was used. Post operatively, patient had a severe allergic reaction to adhesive. The entire area where the adhesive was placed was covered in blisters and was red and swollen, chemical burn. Painful and after removing the adhesive, ten days later it's still in healing process. Bactrim ds and clobetasol propionate were prescribed. Additional information has been requested.